Event description:
The complaint is reported as: "during the passage of the catheter, the guidewire became tortuosity." No patient injury reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen catheter and one spring wire guide (swg) for evaluation. The components showed evidence of use in the form of biological material. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. Additionally, the coil wire appeared to be separated into two separated halves, and the distal j-bend was slightly deformed. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. Both welds were present and appeared full and spherical. The catheter body also appeared slightly kinked; however, it was determined that this occurred due to the green ties that were placed around the body during preliminary investigation/decontamination. The guide wire length from the distal weld to the point of separation on the core wire measured 601mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured 0.800mm which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. The catheter body length from the juncture hub to the distal tip measured 217mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.459mm which is within the specification limits of 2.390mm-2.490mm per the catheter extrusion graphic. A lab inventory 0.826 mm diameter swg was passed through the catheter per IFU which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The swg was able to pass through the catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional and dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the passage of the catheter, the guidewire became tortuosity." No patient injury reported.